Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00371. It was reported that the patient was experiencing ineffective therapy and discomfort at the ipg site. Surgical intervention was undertaken in which the patient's scs system was explanted to address the issue.